Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the permanent cautery hook instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the permanent cautery hook instrument sparked fire as the surgeon was applying cautery to the tissue. The procedure was completed with no reported injury.

Manufacturer narrative:
On 01/20/2026, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: robotic instrument - cautery hook - when surgeon went to apply cautery the instrument sparked. The instrument was then immediately removed from patient. Instrument isolated. Surgeon stated no harm was done to patient and proceeded with case.

Event description:
Refer to h11 for follow-up information.